Event description:
An electronic report was received reporting a patient event of sob, chest pain along with tachycardia within 15 mins after start of dialysis. The reporter of this report was contacted for additional information. It was learned that within 8-10 mins of dialysis, this patient reported chest pain, had sob. The patient was reinfused and taken off dialysis. Also an increased heart rate was noted. The patient was transferred in stable condition to the local ER for further evaluation. The patient was discharged from the ER and returned to the dialysis unit where he was dialyzed with the 160nr without further incidence. No sample is available.